Manufacturer narrative:
Correction: added h6 (patient code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.

Manufacturer narrative:
Additional info: b2, b3, b5, b6, b7, d1, d4 (model #, catalog #), g4 (PMA / 510(k) #), (&) h6 (patient codes, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a gastric bypass. It was reported that after the implant, the patient experienced staple line leak, peritonitis, abdominal pain, nausea, vomiting, fever, abscess, dilated loops of bowel, inflammatory lesions, perforated bowel, dysphagia, gj stricture, ulcer at anastomosis, adhesions, scarring. Post-operative patient treatment included CT scan, hospitalization, diagnostic lap, suture repair of gi leak, abscess drainage, ng tube, use of jp drain, gastroscopy balloon dilation, lap feeding jejunostomy tube placement, abscess cavity suctioned out, tpn, pain medication, nutritional supplementation, wound care, removal of adhesions, re-anastomosis with stapler, anti-nausea medication.